Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that post patient having an unrelated surgery, the implantable pulse generator was unable to establish communication with the patient and clinician programmer. Prior to the unrelated surgery the device therapy was turned off however the device was not placed in surgery mode. No additional information is available at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Several attempts were made to communicate with the patient's ipg, but none were successful. The patient's ipg was replaced to reestablish effective therapy. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
New information received states that the device was explanted.